Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a cerebrovascular accident (cva). International normalized ratio (inr) is 1.3 and the pt is allergic to heparin.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the patient remained ongoing on lvad support until approximately 13½ months later when the hospital reported that he was found expired at home (reference manufacturer¿s report 2916596-2014-01573 for the event regarding the patient death). The patient¿s lvad was not explanted, an autopsy was not performed and the cause of death was not reported. Due to the device not being available for evaluation, a correlation between the lvad and the reported event could not conclusively be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.